Event description:
Surgeon was creating a double row rotator cuff repair. First row of anchors had been positioned; tissue had been sutured and knotted. Second row fixation was created with footprint anchors. Suture stands from the primary row were threaded through the fp anchors, suture was tensioned, inner plug was screwed down and the ends of suture were cut. The cut ends were actually the suture creating the spans. The stands had loosened from the fp. Repair from the primary row was still intact. It was reported the correct sequence of using the fp had been employed in screwing down the inner plug. Upon examination the inner plug was found free of the anchor. What was visible was removed. Shoulder was converted from arthroscopy to an open procedure. Further examination revealed the fp seated deep in the bone. Site had been drilled beyond the laser mark and anchor was deeper than is usually planned. It is unclear whether there is any part of the inner plug remaining either at the fp site or free in the joint. Fp anchor remains seated in the bone, not attached to any other tissue. Additional information confirms a double loaded 5.5 ha ((B)(4)) anchor was screwed down into the hole prep created initially by the footprint. So both the 4.5 anchor and 5.5 anchor (placed more superficially) were placed into the same hole. Hole was plugged with 5.5 anchor. Seems he could utilize the additional sutures now on lateral row ha anchor to tie down anterior dog ears. Repair was considered adequate with only the single row fixation surgery was completed without further incident. A one hour procedural delay was reported.

Manufacturer narrative:
(B)(4).